Event description:
The scissors blade allegedly broke intraoperatively, during a standard carpal tunnel procedure. The user facility reported no injury to the pt. No other info is available at this time.